Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump was blank when she woke up. Blood glucose value was 269 mg/dl. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned and she received a battery out limit alarm. Customer's blood glucose was high at 432 mg/dl because of the insulin pump shutting off. Customer was advised the battery cap would be replaced and to monitor the insulin pump.